Event description:
It was reported that after going past an airport scanner, but not actually going through it, and having a pat down the patient¿s device turned up and she felt a shocking, tingling go down her left leg to her knee and calf. The patient¿s knee was swollen and hurt. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va0csud, implanted: (B)(6) 2013, product type lead. (B)(4).